Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing was defective and blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a wrist broaching surgical procedure, it was discovered that the coupling device was making a strange noise (noise and grinding while in use). It was reported that there were a few minutes delay and a spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.